Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the edema was confirmed via CT scan and thought to be due to the device/procedure. The patient was given steroids, and had since returned to clinical baseline. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that there was a localized edema of the brain. The last thing the rep knew was that the patient was doing better and no interventions were planned at this time. No environmental, external, or patient factors were reported to have contributed to the event. No actions or interventions were taken yet to resolve the issue. It was unknown if the event was completely resolved or not. No further complications were reported with this event.